Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20159e lot number 22069005 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 01jun2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Event description:
It was reported while using bd ext set w/macrobore 2vps y-conn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of the ports was leaky and had to be clamped shut to prevent back flow of blood.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ext set w/macrobore 2vps y-conn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of the ports was leaky and had to be clamped shut to prevent back flow of blood.